Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, nausea and cloudy effluent. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to a break in asepsis during ccpd therapy as reported by a medical professional. Nonadherence to aseptic technique through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is an opportunistic pathogen that transmits to immunocompromised patients such as the chronic kidney disease population. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient had been in the hospital for an infection. The pdrn was not sure if the patient was out of the hospital at this time. The patient is now on temporary in-center treatment. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, nausea and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with clostridium difficile in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy. The patient was prescribed intravenous ciprofloxacin, intraperitoneal (ip) vancomycin and ip ceftazidime (dosages and frequency not reported) to address the infection. The patient was transitioned to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for renal replacement therapy due to the nature and severity of this infection. The patient had a complicated hospital course due to hypotension that was unrelated to renal replacement therapy, and she was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis following this event with no plan to return to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient had been in the hospital for an infection. The pdrn was not sure if the patient was out of the hospital at this time. The patient is now on temporary in-center treatment. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, nausea and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with clostridium difficile in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy. The patient was prescribed intravenous ciprofloxacin, intraperitoneal (ip) vancomycin and ip ceftazidime (dosages and frequency not reported) to address the infection. The patient was transitioned to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for renal replacement therapy due to the nature and severity of this infection. The patient had a complicated hospital course due to hypotension that was unrelated to renal replacement therapy, and she was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis following this event with no plan to return to pd therapy.